Event description:
A cath lab manager reports: during an interventional procedure, while using the acist contrast injection system, a column of air passed through the air column detect (acd) sensor undetected. The injection was stopped manually and no air was injected into the patient.